Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with severe anemia. The patient was suspected to have a small bowel bleed on (B)(6) 2015 since the colonoscopy and upper endoscopy were both negative. The patient was transfused with 4 units of packed red blood cells. The bleeding reportedly resolved on (B)(6) 2015.